Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test (B) (6), 2008 indicated multiple electrode anomalies. Mapping around the faulty electrodes did not alleviate the issues. Explant and reimplantation is planned, but had not taken place at the time of this report august 26, 2009.